Event description:
Customer reported unexplained high blood glucose levels. His blood glucose was 503 mg/dl. He treated with a bolus delivery. Customer stated her muscles felt tense. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not occluded. Customer was advised to do a complete set change and to check the website for additional resources. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.